Manufacturer narrative:
Biocompatibility testing has been performed in accordance with iso 10993 and materials were found to be non-sensitizers. DHR review not possible because not number not known. Sample review not possible because no sample available. Trend data reviewed and no adverse trend observed.

Event description:
It was reported that an end user developed red itchy bumps under the tape border of the barrier. He went to the doctor who prescribed nystatin for him to apply to the area. The area has since improved.